Event description:
The customer reported that only one shock is possible with a charged battery. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that only one shock is possible with a charged battery. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the failure. The problem was isolated to the battery. The battery was replaced to resolve the issue. After passing all performance assurance tests the device was returned to the customer. No further communication was requested and none is warranted. We are considering this a malfunction of the battery.